Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) delivered eight inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The patient requested to have the ICD removed and replaced with a pacemaker. The physician explained the device could be reprogrammed to prevent inappropriate shocks. The patient had severe post-traumatic stress disorder (ptsd) from being awake while shocked and requested the device be removed. The patient also reported burns from the shocks and could smell flesh burning. This ICD and rv lead were explanted and replaced with a pacemaker. This rv lead has not been returned to boston scientific. No additional adverse patient effects were reported. Additional information was requested. No further information was available at this time. This investigation will be updated should further information become available.